Event description:
It was initially reported that during an access pathways/wpw procedure when the customer started rf ablation, the stockert generator reset itself and the display of the ablation catheter on the carto 3 system went from green to red. The customer changed the cable and switched stockert generators but the problem continued. The case was completed without any patient consequence. The problem was stated to be an ongoing issue. Multiple follow-ups were done to obtain clarification of the issue reported whether or not the rf was being delivered during the incident. More detailed information was later received on 08/02/2012 where it was stated that since this has been an on-going issue, the complaint caller could not specify the exact details of this particular incident. The response provided referenced a similar case reported under another complaint, in which it was stated that the catheter icon on carto system was initially displayed as red during rf and then automatically changed to green while the rf was still being delivered, thus the complaint becomes reportable. The preliminary investigation result of this event noted that most likely the stockert remote cable was defective causing the issue. The stockert remote cable was replaced, and as a result, the issue was resolved. The stockert generator available at the customer site currently is unit serial number (B)(4). However, it is unclear if this was the actual generator unit that was in use at the time of the procedure. The initial complaint was reported under carto 3 system. The stockert generator detailed information was finally received on 08/01/ 2012. Since then this related stockert generator complaint had been created.

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was initially reported that during an access pathways/wpw procedure when the customer started rf ablation, the stockert generator reset itself and the display of the ablation catheter on the carto 3 system went from red to green. The customer changed the cable and switched stockert generators but the problem continued. The case was completed without any patient consequence. This is a feature of the generator that does not deliver rf by reverting the power to zero watts whenever the system detects an inconsistency in the electrical parameters such as frequency, continuity, short circuit, etc. The catheter icon shows red on carto system while rf was being delivered above 5 watts. This issue was resolved by replacing the stockert remote cable that was causing the inconsistency. The device history record for this product showed that no manufacturing or test failures were noted during the manufacturing cycle related to functionality of the device.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi product used during the procedure: carto 3 system model #: m-4800-01, serial #: (B)(4). The carto 3 system associated with the reported incident was inspected by bwi service engineer. The repair record stated that the issue was not caused by the carto 3 system. (B)(4).